Event description:
In 2007, the lay-user/patient contacted lifescan requesting help with programming his one touch ultra meter. The patient said, that the meter was showing 3 dashes on the meter's display. The patient was using a one touch fasttake meter up until six days earlier. He wanted to use up all of his fasttake test strips before using his one touch ultra for the first time. The next day, in the morning, the patient tried to use his one touch ultra but could not perform a blood glucose test because of the 3 dashes. The meter had never been coded prior to the event. His wife had discarded the owner's manual, so he did not know what the 3 dashes meant or what the sequence was for setting up the meter. He no longer attempted to test with the meter. The following day, the pt took an estimated dose of 6 units sliding-scale "humalog" insulin in the morning ( approx 9am). He ate breakfast and then a small lunch around 1:00-1:30pm. He did not take any insulin at lunchtime. After gardening in the afternoon, the patient went inside his home and ate food ( approx 5pm). When he finished, he sat down and began to feel "not right". The patient claimed that he lost consciousness. His wife tried to give him a banana but was unsuccessful. The paramedics were called. When they arrived, the paramedics tested his blood glucose with an unidentified device and got a result of "32 mg/dl." They treated the patient with IV glucose. Before leaving, the paramedics tested his blood glucose again and got "125 mg/dl." The customer care advocate (cca) walked the patient through coding the meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that he lost consciousness, because he was unable to get his meter to work and could not test his blood glucose for a day and a half.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.